Event description:
It was reported that the patient had not been feeling well for sometime. Upon interrogation the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to normal battery depletion on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.